Event description:
The event is reported as: there is a small pin hole on the package. This issue was found prior to use, at inspection level. No pt injury.

Manufacturer narrative:
The customer reports that the sample is available for evaluation. The device sample was not returned at the time of this report. Usage of device. The device was not used. The reported issue was found during inspection.